Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was informed they could continue using the pump and to call back if the issue happened again, which they acknowledged and understood.